Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead presented to the hospital following a syncopal episode (report of dizziness and loss of consciousness). Upon review of the episode, boston scientific technical services (ts) discussed potential non-capture of two non-consecutive beats. Ts also discussed that the device delivered anti-tachycardia pacing (atp), which, accelerated the rhythm. The device delivered successful shock therapy. Ts recommended that the patient should be scheduled for an in clinic follow up. No additional adverse patient effects were reported.